Event description:
It was reported that the devices were used during a gastrectomy procedure. It was reported that the device had been fired on duodenom correctly. The second reload fired on stomach and second staple line was partly incomplete. Another device was opened to complete the case. There was no consequence to pt.